Event description:
It was reported through the research article ¿outcomes for children with congenital heart disease undergoing ventricular assist device implantation¿ identifying that heartmate 3 (hm3) may be associated with stroke and other neurological dysfunction, major bleeding, major infection, renal and hepatic dysfunction, arrhythmia, hemolysis, respiratory failure, device malfunction, and death. This retrospective study aimed to evaluate differences in post-ventricular assist device (vad) implantation morbidity and mortality for children with congenital heart disease (chd) compared to those with non-chd, as well as difference in morbidity and mortality among children with biventricular chd (bi-chd) vs. Univentricular chd (uni-chd). Pediatric patients younger than 19 years old from multiple centers enrolled in the advanced cardiac therapies improving outcomes network (action) and implanted with a vad from 03apr2018 and 02feb2023 were included with a median follow-up duration of 2.6 months. The median age was 4.4 years, the majority (55.7%) were male, and intermacs 1 (31.4%) and 2 (53%). Out of 966 patients, 352 had chd and 614 had non-chd. Of the 352 chd patients, 230 had uni-chd and 122 had bi-chd, and a total of 33 patients were implanted with hm3. Of the 614 non-chd patients, the majority had dilated cardiomyopathy or myocarditis (499; 81.3%), and a total of 162 patients were implanted with hm3. Outcomes were not broken down by vad type. Results found that chd patients were more likely to experience stroke (0.62 vs. 0.37 events per patient year (eppy)), other neurological dysfunction (0.27 vs. 0.12 eppy), major bleeding (1.4 vs. 0.64 eppy), major infection (2.02 vs. 1.15 eppy), renal dysfunction (0.36 vs 0.15 eppy), hepatic dysfunction (0.23 vs 0.04 eppy), respiratory failure (0.71 vs. 0.24 eppy), and device malfunction (0.46 vs. 0.24 eppy) (p < 0.001 for all). Results for stroke between chd and non-chd patients noted hemorrhagic (0.11 vs. 0.04 eppy), ischemic (0.44 vs. 0.27 eppy), and ischemic with hemorrhagic conversion (0.04 vs. 0.02 eppy). Other neurological dysfunction events included extra-axial hemorrhagic dysfunction (0.13 vs. 0.06 eppy), acute encephalopathy (0.05 vs. 0.01 eppy), hypoxic-ischemic encephalopathy (0.05 vs. 0.02 eppy), and transient ischemic attack (0.04 vs. 0.02 eppy). Results for infection noted sepsis (0.83 vs. 0.38 eppy), mediastinitis (0.16 vs. 0.03 eppy), and localized non-device related infection (0.84 vs. 0.43 eppy). Sustained supraventricular tachycardia (svt) and sustained vt requiring drug treatment or cardioversion did not differ significantly between chd and non-chd groups. Hemolysis occurred at a rate of 0.50 vs. 0.31 eppy (p = 0.006). Chd patients also had worse adjusted survival (91 vs. 51, p < 0.001). Results also found that bi-chd patients were more likely to experience major bleeding (1.95 vs. 1.19 eppy) (p = 0.002); however, rates of stroke, major infection, renal and hepatic dysfunction, device malfunction, and respiratory failure were not significantly different between both groups (p > 0.05 for all). There were no differences in adjusted survival in uni-chd vs. Bi-chd patients (p > 0.05).

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at the time of the event. Section b3: date of event has been listed as 02feb2023 as patients were implanted between 03apr2018 and 02feb2023. Date of death was not provided. Author information: amdani, s. Et al. (2025). Outcomes for children with congenital heart disease undergoing ventricular assist device implantation. Journal of the american college of cardiology, 85(8), 804¿814. Https://doi.org/10.1016/j.jacc.2024.10.083. Cleveland clinic children¿s, cleveland, ohio, USA; cincinnati children¿s hospital, cincinnati, ohio, USA; ann & robert h. Lurie children¿s hospital of chicago, northwestern university, chicago, illinois, USA; lucile packard children¿s hospital, stanford university, palo alto, california, USA; cincinnati children¿s hospital medical center, university of cincinnati college of medicine, cincinnati, ohio, USA; and the university of pennsylvania perelman school of medicine, children¿s hospital of philadelphia, philadelphia, pennsylvania, USA. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU), revision d, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.